Event description:
It was reported that on (B)(6) 2015 the surgeon was trying to implant a fitmore hip stem b, size (B)(6). The previous implant was removed, femur cabled and rebroached. The (B)(6) broach countersunk but the real implant would not go seat within 15mm of where last broach did. It was decided that a size (B)(6) would be the appropriate solution. Upon implantation of the satisfactory results were achieved. It should be of note that the implant settled where the b6 broach did. The surgery was delayed by 25 minutes.

Manufacturer narrative:
The manufacturer did not receive the device, x-rays, or other source documents for review. Where lot numbers were received for the device, the device history record was reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).